Event description:
A (B)(6) old male with 5.1 cm aaa, had placement of talent aaa device in dayton, oh with chimney stent to left renal. He continued to have large endoleak and the aneurysm was not excluded. He still had an ima endoleak which was the only intestinal blood flow, as the original placement covered his sma, r renal arteries and was complicated by mesenteric ischemia and cholecystitis and renal insufficiency. He was transferred to my care and required explantation of the device and sma bypass and left renal endarterectomy. The snorkel appeared to be done with an abbott absolute stent.